Manufacturer narrative:
Philips has investigated this complaint. The customer reported that fluoroscopy was not functioning. No further information regarding the issue has been provided. No service has been performed by philips since the contract was already ended. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not working properly. No harm to user or patient was reported. Philips has started an investigation of this complaint.